Event description:
Rptr developed hematoma immediately after surgery on 4/87. On 7/88 she developed capsular contracture which has continued to present, but dissipated with each pregnancy. In 1989/90, she developed headaches, migraines, sore throat, breast pain, fatigue and sleep disturbance. On 7/90, baker class iii capsular contracture and had closed capsulectomy. Extremely painful for several days. In 1991, developed nausea, rash, constipation, disfigurement, loss of appetite, neurologic disorders, low-grade fevers, and photosensitivity. In 1992-1994, developed more symptoms related to an auto-immune condition of arthralgia, myalgias, myopathy, sicca symptoms, cystitis and chronic vaginal yeast infections. All symptoms continue to present. Diagnosis: non-specific auto-immune conditions, atypical rheumatic syndrome.